Manufacturer narrative:
Additional information: d9. The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned in the original case. The returned device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device was transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description. The root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite device was broken. Additional information received reported that the patient reported the anchor broke off completely on (B)(6) 2026. The patient stopped using the device the same day. It is unknown if the patient was sleeping when the event occurred. The patient did not suffer any injury or adverse event and no intervention was required.